Manufacturer narrative:
This medwatch report is for the suspect device used in the compact plus system (lot number 20728742, expiration date 03/31/2012). (B)(4).

Event description:
Customer received results of 55 mg/dl and 56 mg/dl on the compact plus system and result of 106 mg/dl on the advantage system while using comfort curve test strips. The results were obtained within 10 minutes of each other. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.